Event description:
Abbott was notified of the patient's death within thirty days of sensor implant.

Manufacturer narrative:
Additional information: b5, g3, h2, h6.

Event description:
Additional information from the clinic indicated the death was not related to cardiomems.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.